Event description:
Clinic notes dated (B)(6) 2012 note that the patient's seizures are getting bad again. It was noted that currently the patient suffers multiple seizures daily. It is unknown whether or not the increase is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.